Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received at the service center and evaluated. The complaint can be confirmed. The defect reported by the customer of the functional: poor image quality has been verified and repaired. It is found that the device was found to be foggy inside and distal end was defective. On inspecting the device, further deficiencies were found to be impairing device function. The service report revealed that the distal tip was damaged and replaced. One possible root cause could be the device use, however we cannot determine a definitive root cause for the reported problem. The possible root cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate that the hd ep arthroscope does not work anymore. It is unknown how was the surgery completed. Additional information received from the affiliate reporting the arthroscope exhibited a bad view. The affiliate also stated the arthroscope was inspected inside from the light to dark and stains were detected. It was also reported no delay was experienced and no impact to the user or patient. Surgical intervention is not planned and the case was completed with the same product.